Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the non-tortuous and moderately calcified superficial femoral artery. A 6.0mmx150mmx150cm (4f) sterling balloon catheter was advanced for dilatation. Inflation was performed at 8 atmospheres for 60 seconds, 10 atmospheres for 60 seconds, and 10 atmospheres for 30 seconds respectively. However, during the third inflation, the balloon ruptured. The device was removed and a pinhole was noted. The procedure was completed with a different device. There were no patient complications reported and the patient was in good condition after the procedure.